Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed no intervening pacing operation even though the patient experienced slow intrinsic rhythms evident on electronic display and printed strips. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 lead, implanted 2005 (B)(6); 1488tc pacesetter competitor lead, implanted 2002 (B)(6). (B)(4).